Event description:
Customer reported meter results of 258 mg/dl and 103 mg/dl within 10 mins on aviva system, and 122 mg/dl and 235 mg/dl within 10 mins on aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.